Event description:
Procedure type: colostomy takedown. According to the reporter: the customer reported that the surgeon was performing an ileostomy closure. After performing his side by side anastomosis, he took a ta6035s stapler to close the stab wounds of the anastomosis. When he fired the ta6035s stapler, he noticed that only a ¼ of the cartridge had applied some staples. It appeared that ¾ of the reload was empty. He then resected a portion of tissue that had the staples and he completed the closure of the stab wounds using a manual suture. There was no unanticipated tissue loss or tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the patient's cavity. There was no patient injury or ill effect as a result of this problem.

Manufacturer narrative:
(B)(4).